Event description:
Explanting physician reported rupture as well as pain and discomfort. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Cont. E.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported, rupture. As well as, pain and discomfort. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken on posterior side assessed, as surgical impact opening. Shell thickness within specification. As per the investigation procedure: non-penetrating nicks and missing shell were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis of the photographs identified. Rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations. No further actions are required, as no manufacturing issues are observed.